Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 (air in set) which occurred on the homechoice during use during dwell 5 of 5. The baxter technical services representative explained the alarm and had the hp close the clamps and cycle the power to clear the system error 2240 and the cascading system error 2367 alarms. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the hp. The hp would complete therapy with manual supplies. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that he did not notice anything unusual about his supplies or set up that night that may have caused the alarm. There were no samples available and he did not recall the lot. Since then, therapy has been going well and there were no adverse effects reported. The patient had told his nurse about the incident. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had not told her about this event, but that he had been in the clinic a few days prior. He was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm could not be confirmed. The root cause was undetermined.